Manufacturer narrative:
(B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient's lead had high impedance following a fall. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue.

Manufacturer narrative:
Corrected data: it was inadvertently reported that the device was returned to manufacturer (d9)/(h3) on follow-up report number 1. No device was returned.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.